Event description:
A dialysis home pt reported a system error 2240 alarm in drain 2/4 during treatment using homechoice device. The pt noted the pt line of the homechoice set became disconnected from his transfer set while he was asleep. The pt thought the connection was secure at set up. No pt injury or medical intervention per the home pt and samples were discarded.